Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter that had a ¿string¿ coming out of the catheter. It was reported by the caller that the octaray¿ catheter had a string of small filament that was coming out of the catheter when the catheter was removed from the body. The caller stated the physician pulled the string out of the catheter and was not sure what exactly was. They did not introduce the catheter back into the body. The catheter was replaced and the problem was resolved. The case continued. There was no patient consequence.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported by the caller that the octaray¿ catheter had a string of small filament that was coming out of the catheter when the catheter was removed from the body. The caller stated the physician pulled the string out of the catheter and was not sure what exactly was. They did not introduce the catheter back into the body. The catheter was replaced and the problem was resolved. The case continued. There was no patient consequence. Device evaluation details: on 23-jul-2024, the bwi product analysis lab received the complaint device for evaluation. Upon product receipt, the lot number was verified to be 31298634l and product catalog as d160906. Appropriate fields in section d have been populated. The device evaluation has been completed. A visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that one spline has a damage electrode. The electrode was observed dent and partially lifted; no internal components were exposed. In addition, polytetrafluoroethylene (pt-fe) coating was found entangled in the spline of the catheter. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the customer was confirmed. The foreign material reported on the catheter could be caused by the damage observed on the electrode and could be related to the used sheath during the procedure; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).